Event description:
(B)(4). I forgot to mention worsening anxiety, low sex drive, lower back pain, aggression and tiredness are also among what I experience.

Event description:
(B)(4). (B)(6) for my essure in (B)(6) 2015. Starting on (B)(6) 2015, my periods changed. They were normally 7 days long. Now they are 12 to 15 days long! I also can not lose weight. This is ridiculous! I have been suffering from anemia since I was 14. Having this long of a period is hell on me!